Manufacturer narrative:
Correction made to date of event, sections b5 and b6. Testing was performed on (B)(6) 2025. Cepheid was also made aware of the discrepant results on (B)(6) 2025. Therefore, aware date should be (B)(6) 2025.

Event description:
Cepheid customer reported questionable negative results on xpert xpress cov-2/flu/rsv plus. Patient was tested on (B)(6) 2025 using the xpert xpress cov-2/flu/rsv plus, lot 62905. This resulted in sars cov-2 neg; flu a neg; flu b neg; rsv neg. This result was reported to the physician. On (B)(6) 2025, the sample was then run on public health's pcr method, which resulted in covid-19 positive. Collection device stored at room temperature. Sample is immediately tested after collection. Specimen sample inverted at least 10 times, fluid pipetted into cartridge. Sample refrigerated between 2-8c, sent to lab within 24h. Reason for retest is that full multiplex testing required. The sample processing is considered off-label. Possible delays in medication administration is a potential impact to the patient; however, no harm is reported.

Manufacturer narrative:
On 10-sep-2025, the site tested a nasal sample using the xpert sars-cov-/flu/rsv plus test, which yielded a negative result. A aliquoit of the same sample was sent to the public health lab and tested again using a molecular ldt test. This second test returned a result of sars-cov-2 positive. Cepheid spoke to the testing site on (B)(6) 2025. Insufficient information is available to determine if this case represents a false negative on the part of the xpert testing or a false positive on the part of public health lab test. The customer confirmed that the case was not associated with an outbreak. The customer confirmed that the patient has fully convalesced from their symptoms. No lasting patient harm has resulted from this case. The determination in this case is inconclusive with the likely root cause to be sample processing. Due to the limited information provided, cepheid cannot rule out malfunction at this time.

Manufacturer narrative:
Cepheid has attempted to reach out to the customer with no success, the investigation is ongoing and a supplemental report will be submitted once the investigation is complete.

Event description:
Cepheid customer reported questionable negative results on xpert xpress cov-2/flu/rsv plus. Patient was tested on (B)(6) 2025 using the xpert xpress cov-2/flu/rsv plus, lot 62905. This resulted in sars cov-2 neg; flu a neg; flu b neg; rsv neg. This result was reported to the physician. On (B)(6) 2025, the sample was then run on public health's pcr method, which resulted in covid-19 positive. Collection device stored at room temperature. Sample is immediately tested after collection. Specimen sample inverted at least 10 times, fluid pipetted into cartridge. Sample refrigerated between 2-8c, sent to lab within 24h. Reason for retest is that full multiplex testing required. The sample processing is considered off-label. Possible delays in medication administration is a potential impact to the patient, however no harm is reported.